Event description:
End user states "he has been using these catheters ever since he has been cathing which has been about a year and a half. He caths 6 x a day for retention from bladder muscle atony and has history of renal cell carcinoma in 2011 and one of his kidneys was removed he said, he did not need chemo or radiation. He mentioned he has suffered from multiple utis since starting to cath. When I asked him if he thinks these catheters are causing him the utis he was not sure and said it could be his "old age" or his "body doing what it wants." He said it was only ever since he started cathing he has gotten recurrent utis in his life. He said his first uti started shortly after starting to cath 1.5 yrs ago and he was prescribed 3 different rounds of oral antibiotics as his uti kept reoccurring back to back. His symptoms are always only cloudy urine and odor no burning at all he said. He now sees an infectious disease md who thought since he had so many different antibiotics in such a short time that caused antibiotic resistance for the organism that kept giving him those recurrent utis. He said he was hospitalized in (B)(6) 2022 for a bacterial skin infection and cellulitis of leg as well as a uti and he was hospitalized for a week. He isn't sure if one issue caused the other. He was on IV antibiotics he said also for his uti he said. He last started developing his usual uti symptoms again last about 3 weeks ago and his infectious disease md had a nurse come to his home to infuse IV antibiotics for him for a few days followed by 10 day oral course of rifampin for his uti as well as doxycyline for his leg cellulititis. He said he is feeling much better now. He said he washes his hands prior to cathing, uses betadine with sterile gauze on the tip of his penis prior to use, utilizes the no touch sleeve and makes sure the catheter stays sterile prior to insertion. He has no history of kidney stones or constipation at all he said.".

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).